Event description:
It was reported that the device failed out of box and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control determined the cause for the malfunction to be failure of a capacitor, designator c76, on the digital pcb assembly. The capacitor failure resulted in excessive current leakage and depleted the internal batteries. A replacement device was provided to the customer.